Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was conducted which revealed that the spike port cover was detached from the spike port and loose in the zip lock bag that it was received in. The reported condition was confirmed. Functional testing was performed and no leak was observed from the bag. A batch review was performed. There were no deviations noted during manufacture of the product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port cover of an exactamix 3000 ml eva tpn bag fell completely off. This was noted prior to use. There was no patient involvement. No additional information is available.